Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. At the time of the event, his blood glucose level was 126 mg/dl (7.0 mmol/l). Further, the patient replaced infusion set and insulin was resumed successfully. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at the site connector. At the time of the event, his blood glucose level was 126 mg/dl (7.0 mmol/l). Further, the patient replaced infusion set and insulin was resumed successfully. No further information available.